Manufacturer narrative:
(B)(4). Batch # t5d47k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received loaded on the device. The cartridge was received partially fired 1/16, with 2 double driver loose, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. The bailout system was reset and then the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that on 4th firing of plee60a on gastric pouch conduit formation in gastric bypass procedure. Device described by surgeon as firing and locking out immediately before firing any staples. Device powered return was used and the stapler was removed and set aside for return. Case was completed with like device. There were no patient consequences reported.